Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d8, g3, g6, h2, h3, h4, h6, h8, h10. -visual examination of the provided picture identified that the ats displayed a "cuff leak" error -device is used for treatment. -a definitive root cause cannot be determined. -the event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp(B)(4). Report source - (B)(6) - foreign the investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the 30in disposable cuff was leaking with pressure fluctuation. No harm or delay reported. No patient involvement. The event occurred before surgery during inspection. No adverse events were reported as a result of this malfunction.